Manufacturer narrative:
Occupation: reporter is a synthes employee. Part: 03.114.009 (60061590). Lot: 3493559. Manufacturing site: (B)(4). Release to warehouse date: october 29, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the instrument was inspected, and nothing is broken. Instead, the sd4 star drive blade is missing from the construct preventing it from functioning as intended. No other issues were observed. Document/specification review: the following drawing(s) was reviewed: t4 star drive blade with spring holding sleeve. Sd4 star drive blade. Holding sleeve. No design or manufacturing defect or deficiency was observed during the investigation. From the drawings, it can be seen that the blade is needed for the device to function as intended and therefore, a conclusive determination has been reached. A manufacturing record evaluation was performed, and no issues were noted. Conclusion: a definitive root cause for this complaint could not be determined. It is most likely that disassembly of the device for sterile processing and misplacing of the components contributed to this complaint. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner's set on an unknown date, a star drive screwdriver shaft with holding sleeve was found broken. There was no patient involvement. This report is for a star drive screwdriver shaft with holding sleeve. This is report 1 of 1 for (B)(4).